Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "acetabular reconstruction with impacted bone allografts and cemented acetabular components a 2- to 13-year follow-up study of 142 aseptic revisions" written by f. Comba, m. Buttaro, r. Pusso, and f. Piccaluga published by the journal of bone and joint surgery accepted by publisher on 16 march 2006 was reviewed. The article's purpose was to review clinical and radiological results of 131 patients who underwent acetabular revision for aseptic loosening with bone allograft and a cemented acetabular component. Patients received revisions between march 1986 and december 2001. Implants and cement utilized were depuy and non depuy, and the article does not identify which products manufacturers are associated with the adverse events. Figure 2 provides radiographic images for illustrative purposes. No adverse event noted in caption description. Depuy products: charnley cemented stems, ogee cup, cmw cement. Adverse events: revision to treat migrated cup, loose cup, peri-prosthetic femoral fracture, broken femoral component, unrecognized intra-operative perforation and infection dislocation (treated by closed reduction) radiographic detection of heterotopic ossification (no treatment provided).